Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cardiac theatre. The sheath was placed in the right internal jugular. After the catheter was inserted, air was found aspirating through the catheter. It was removed immediately and a new catheter successfully placed. There was a reported interruption in the procedure, but it did not harm the pt. Add'l info received on (B)(4) 2011 from the distributor indicated that as blood was being aspirated back through the side arm, air was coming through the hemostasis valve.